Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of antiplatelet medication other than aspirin at the time of index procedure. The patient received a loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). New lbbb was noted post bav. No actions were taken to treat the event. A 27 mm lotus edge valve advanced for implantation. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. On the same day as index procedure, the subject developed transient left bundle branch block. The event was diagnosed by follow-up 12 lead electrocardiogram (ECG). No action was taken to treat the event. One (1) day post index procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.